Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus in a procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, the first band would not deploy during the first attempt of deployment. When the physician attempted to deploy the band again, two bands were deployed at the same time on the same lesion. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.